Manufacturer narrative:
Related voluntary medwatch form received: mw5179329.

Event description:
Voluntary medwatch form mw5179329 received states: patient death type: non-sudden cardiac death. Cardiopulmonary arrest.